Event description:
Channel silicone drain was placed post operatively in 2005. When the physician attempted to remove the drain the pt experienced significant pain. The dran was retained in the pt's thigh and was operatively removed.